Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 08nov2018. It was reported that crossing difficulties were encountered. In (B)(6) 2018, the patient was diagnosed with small vessel disease and single vessel plasty was performed on the same day. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25mm x12mm, concentric, de novo target lesion was located in the moderately tortuous right coronary artery. After a non- bsc guide wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon. Following pre-dilatation, a 2.25x12mm promus element drug-eluting stent was advanced for treatment. However, due to tightness at the lesion site, resistance was felt. After several attempts, the device was still unable to cross the lesion. The physician took another 2.25x12mm promus element drug-eluting stent and another non-bsc stent and the procedure was completed. No patient complications were reported. The patient's status was stable and responded well to medicines. However, returned device analysis revealed stent damaged. Device evaluated by manufacturer: a promus element,mr,ous 2.25x12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut rows were damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a kink 110mm distal to the distal end of the strain relief measured using a ruler. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.